Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's system was explanted due to infection. The cause of the infection is unknown. There was no known allegation the infection was related to this product. Patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received stated that the ICD was extracted prophylactically in the setting of serratia bacteremia with concerns for infective endocarditis. Tissue cultures from aicd tip and pocket were negative.

Manufacturer narrative:
Analysis was normal. No anomalies were found.